Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Device was evaluated, meets specifications; could not replicate no water flow concern, unit is within factory water flow specs.

Event description:
While using a g137 scaler, the unit is still not getting water (previously repaired RMA) and the unit is getting hot ; no injury resulted.